Event description:
It was reported that a user experienced a pairing failure between the ilet pump and a new libre 3 plus sensor after scanning, which was resolved by rescanning and initiating the sensor warmup. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization and restoration of sensor connection with warmup in progress. Investigation included customer support troubleshooting and user education to reattempt pairing. Investigation of this case revealed a transient communication or setup issue during sensor pairing that was corrected through standard rescanning procedures. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or transient connectivity error.